Event description:
The facility reported a fail code 810:04. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.